Manufacturer narrative:
D9: date returned to mfg.: 8/12/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device alarmed wireless module intermittent connection with pump" was not replicated, the connection was stable. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a wireless module intermittent connection alarm. There was no patient involvement, no patient injury was reported.